Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: oh, c-w., et al (2009).minimally invasive plate osteosynthesis of subtrochanteric femur fractures with a locking plate: a prospective series of 20 fractures. Arch orthop trauma surg, 129, 1659-1665. The purpose of this study was to clarify the efficacy of minimally invasive plate osteosynthesis (mipo) with locking compression plate in the treatment of subtrochanteric fractures. The study started with 22 patients enrolled, one patient was lost due to death due to an unrelated cause, and one due to a move out of the area, resulting in 20 patients. Thirteen of the patients were men. The study looked at twenty patients with subtrochanteric fractures between march 2004 and september 2007. The patients were a mean age of 49.6 years and were prospectively treated using the mipo technique using a locking plate. Indications were fractures with a greater trochanter or medial comminution, and multiple injured patients with a narrow femoral canal. Unions were achieved in all cases. This is report 7 of 7 for (B)(4). This report is for an unknown locking compression plate and refers to (B)(6) with a pelvic fracture and a type a3 subtrochanteric fracture who experienced plate prominence and pain.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking compression plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.